Manufacturer narrative:
The device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-dec-06 the rep reported additional information. The company representative reported that the pump did recover and stall a few times but they did not know if the recoveries were within two hours.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train and a stall due to shaft bearing. Evaluation result code no longer applies.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2016-oct-08 from a healthcare provider via a manufacturer representative regarding a patient with an implanted infusion pump containing dilaudid (8mg/ml at 1.4mg per day) and bupivacaine (25mg/ml at 4.4mg per day). Indications for use included non-malignant pain and other chronic/intract pain in the trunk/limbs. It was reported that the patient's pump alarmed on (B)(6) 2016. The alarm went off every hour, and the patient's personal therapy manager displayed error code 8476. The alarm was for a stall with no recovery. The patient had withdrawal symptoms and horrible pain, and went to the emergency department for oral opioids to mitigate the symptoms. The pump was replaced on (B)(6) 2016, and no diagnostic tests were performed prior to explant. The pump was returned for analysis on 2016-10-21. The patient's status was stated to be alive - no injury.

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.